Event description:
Complaint was received in a batch report from the distributor (log #12813 and 14620) on (B)(4) 2013. No other information was provided. Caller alleges "reading negative on every result" using the consult diagnostics hcg combo cassette.

Manufacturer narrative:
Lot in complaint was expired at the time of report. No information in complaint indicating date of occurrence or issue details. Unable to determine if lot was expired when issue occurred. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined from the information provided. Lot expired 2 years ago.